Event description:
It was reported that this right atrial lead exhibited failure to capture, high pacing thresholds, noise, and oversensing. Due to this atrial tachy response (atr) episodes were inappropriately store. It was determined that this lead experienced fracture. A lead replacement procedure was scheduled for the near future. This lead remains in service. No further adverse patient effects were reported.